Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon opening the package the user noticed that the syringe was broken. The user reported that no force was applied to the tray or the syringe.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection of the syringe was performed and observed it was broken at the plunger. How and when the problem occurred could not be determined. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "contraindications method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was reported that upon opening the package, the user noticed that the syringe was broken. The user reported that no force was applied to the tray or the syringe.